Event description:
Pt reported the cartridge leaked insulin, and this resulted in elevated blood glucose of 374 mg/dl. His blood glucose was 116 mg/dl on (B)(6) 2012 at 7:49 p.m. He ate 6 be and delivered 15.7 i.u. Of insulin via the infusion device. He changed the cartridge and infusion set at 8:00 p.m., and his blood glucose was 125 mg/dl at 11:21 mg/dl at 11:21 p.m. His blood glucose was 346 mg/dl at 6:00 a.m. On (B)(6) 2012. He delivered 8.5 i.u. Of insulin via the infusion device, and his blood glucose increased to 374 mg/ml at 7:20 a.m. He then detected wetness in the cartridge compartment of the infusion device. He did not have an infection or start new medication. The infusion device, infusion set, and cartridge were requested for eval. He did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
The received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.